Event description:
It was reported that a patient with mentor memorygel breast implants experienced bilateral rupture post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal and replacement. This report is for the second of two devices.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A photo of the device was returned for evaluation. The evaluation was completed on sep 29, 2025. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).